Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that they were hospitalized due to diabetic keto acidosis and high blood glucose on unknown with unknown blood glucose. The customer¿s blood glucose was 396 mg/dl. The customer also stated that the insulin pump had insulin flow blocked alarm and customer states the insulin exited. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.